Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad buttons were found to be not responding to presses. The keypad was removed and contamination was observed under the button contacts. A leak test was performed and the keypad was found to be leaking. No visible damage was found to the keypad. Animas has conducted a device history review for this pump and confirmed that the pump was operating within specifications at the time of release.

Event description:
The patient reported that after swimming the keypad buttons were not responding to presses. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.